Manufacturer narrative:
Additional suspect device: (B)(4), model: nm-3138-55, 55 cm 8 contact extension, serial: (B)(4). It is indicated that the lead extensions will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that approximately two months after implantation the lead extension was exposed outside of the patients body. The patient underwent a revision procedure and the physician re-implanted the lead extension subcutaneously.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial/lot: (B)(6), batch: 5123080. Update to initial MDR in box e1 and g1.

Event description:
A report was received that approximately two months after implantation the lead extension was exposed outside of the patients body. The patient underwent a revision procedure and the physician re-implanted the lead extension subcutaneously.